Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had severe chest pain. The chest pain has resolved, however, the patient experienced severe shortness of breath, erratic heart rate and low blood pressure. The patient was then diagnosed with heart infection that was being treated with antibiotics. There was no further information given on this event. To date, the device remains in service. No additional adverse patient effects were reported.